Event description:
The surgeon "inadvertently" sealed the ureter using the device. The surgeon believes the ureter was sealed by thermal spread from the device. The pt had to be brought back into surgery to re-open ureter.